Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level between 300 mg/dl and 500 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with insulin pump. The customer reported having issues with the insulin pump leading to the high blood glucose that included damage to the o-ring as well as a leak under insertion site. Troubleshooting was provided. The insulin pump will return for analysis.

Manufacturer narrative:
Device was received with a cracked case, and cracked battery tube threads. Device p-cap or reservoir locked properly in place. Device passed the displacement test. (B)(4).